Event description:
It was reported that a patient with a history of short to shield and driveline fault alarms was noted to have had experienced another driveline fault alarm, that returned shorty after being cleared. Log files were submitted for review and captured constant driveline fault events throughout the log. It appeared that the brown wire may have broken, as for all the other wires appeared to have been functioning as intended.

Manufacturer narrative:
Prior history of short to shield: manufacturer report number. 2916596-2025-01843. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms. Based on the patient's complaint history and similarly reported events associated with the heartmate (hm) ii left ventricular assist system (lvas), the driveline fault alarms are indicative of a potential driveline issue; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured multiple silenced driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate ii lvas, rev. A, and the heartmate ii patient handbook, rev. A currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.